Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited impedance measurements of greater than 2000 ohms, increased threshold measurements, and loss of capture. It was noted that the threshold issues were due to a patient condition. Under fluoroscopy, it was determined that the lead had clavicular crush. A revision was performed, and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.